Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 600i synchron access clinical system. The fse inspected the instrument and calibration report. The fse observed that the results for sodium (na) reference level 1 was out of range, indicating the carbon bridge needed to be replaced. The failure mode was determined to be faulty carbon bridge. The fse replaced carbon which resolved the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Component code 4756 is used for the carbon bridge. Beckman coulter internal identifier is (B)(4).

Event description:
The customer questioned the low sodium (na), and high chloride (cl) patient results generated with low anion gaps involving the unicel dxc 600i synchron access clinical system. The customer repeated the sample on another system and obtained a result considered correct by the customer. The customer did not provide patient demographics, and the exact number of patients affected is unknown. The customer provided four (4) patient result examples.